Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 21g 1in tw package was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: needle is out of package. Two needle in one package.

Event description:
It was reported that needle 21g 1in tw package was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: needle is out of package. Two needle in one package.

Manufacturer narrative:
H.6. Investigation: one photo and two samples were received by our quality team for evaluation. From the photo, the team observed the extra component and cannula through the assembled shield. The samples were subjected to visual inspection. From one sample, an additional needle product without the shield inside the unit package and pierced through the bottom web. On the other sample, the cannula pierced through the assembled shield and bottom web was observed. A device history record review found no non-conformances associated with this issue during production of this batch. For the cannula through the assembled shield, the assembly process was reviewed. This could have occurred during the shield insertion station. Spin off parts laying on the track may result in the indexing rack out of position due to production technician not performing proper housekeeping of parts at all corners. This may cause the shield to be misaligned to the hub and the cannula may pierce through the shield during assembly. For the extra component, the primary packaging process was reviewed. At the needle feeder track, the needle product without shield will be filtered and drop to the container tray as the product is held via the shield. However, if the product is closely ¿sandwiched¿ by other needle product in the feeder track due to the high track vibration, the parts will be pushed forward and eventually loaded into the blister pocket. When there is an extra part, it will not be seated properly in the pocket. There is a filling monitor to check for product out of pocket and an alarm will ring and the machine will stop. The production technician then checks and clears the alarm, however, may have failed to notice and remove the extra part. H3 other text : see h.10.